Manufacturer narrative:
Product analysis: it was determined at analysis that the knob was defective. All found defective parts were replaced and all other I dentified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated a low voltage backup battery alarm during set up. The device was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.